Event description:
Brakes slipping.

Manufacturer narrative:
Excessive wear on stiffener plate and bushings. Replaced above parts. Also replaced the brake and brake/steer casters. No patient impact. Bed location, bed shop.